Manufacturer narrative:
The correct information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 165 mg/dl at the time of incident. Customer stated that the insulin pump numbers ramped up without the user's input. Customer also reported that the insulin pump was beeping and vibrating after the battery was removed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Up arrow button did not respond due to corroded keypad trace. No scrolling numbers display anomaly noted. No audio beep or vibration anomaly noted. Insulin pump was received with minor scratched display window, cracked display window, cracked case at display window corners, and cracked reservoir tube lip.